Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: clinician threaded the catheter got a bbe (blue bulls eye) with 5cm on the skin and decided to trim the catheter. They removed it and trimmed it but were unable to advance the catheter the second time because of venous spasm. They accessed the patient's right arm and got a 10 second bbe with the catheter trimmed at 36cm, the chest xray indicated it was proximal. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). A material sample was not returned for evaluation. However, the complainant provided a copy of the patient case data on a flash drive. It was reported "clinician placed a 4 fr bard PICC in a 13yr female pt. They threaded the catheter on the left they got a bbe with 5cm on the skin and decide to trim the catheter, they removed it and trimmed it but were unable to advance the catheter the second time because of venous spasm, they access the pts right arm and got a 10 second bbe with the catheter trimmed at 36cm, the chest xray indicated it was proximal". Vps r and d performed an analysis of the data provided by the complainant. Vps r and d reported: the investigation of this complaint was performed by reviewing the complaint report and the saved procedure dataset (ID# (B)(6)) where the complaint was placed against the bedside procedure kit, vps-0072-bpk. The stylet used during the procedure was not returned for investigation. Review of the procedure dataset had multiple time stamps of case data as follows: 10:14:42 - ECG calibration (left arm insertion); 10:35:52 - flush test (left arm insertion); 10:36:18 - case data - bbe was achieved (left arm insertion); 10:43:04 - case data - access in left arm difficult and stylet removed (left arm insertion); 10:52:53 - case data - access attempted in left arm again (left arm insertion); 10:53:17 - case data - access attempted in left arm again (left arm insertion); 11:17:42 - case data - moved to right arm and bbe was achieved (right arm insertion); 13:39:46 - ECG calibration (unknown); 13:51:24 - flush test (unknown); 13:51:38 - case data (unknown). The complaint description states they successfully achieved the bbe in the left arm and that would correlate to the case data times stamps between 10:14am and 10:36am. The complaint description stated that they removed the catheter/stylet due to excess catheter sticking outside the body, so they removed the catheter to trim it and then attempted to re-insert. The complaint description states they had difficulty accessing the left arm upon re-insertion due to venous spasms which appears to correlate to the case data time stamps between 10:43am and10:53am. The complaint description stated that they decided to access the right arm and appears that this occurred between 10:53am and 11:17am where they were then able to re-start the case at 11:17am where they achieved a bbe. There is additional case data for this patient ID that can't be accounted for in the complaint description. The review of the case data did not provide any indications of abnormal system behavior or stylet failure that would have led to the catheter being placed proximally. Another observation in the review of this case is that it was used on a pediatric patient which per the g4 user manual, under the indications for use, states the following "the vascular positioning system is indicated for use as an alternative method to fluoroscopy or chest x-ray for central venous catheter tip placement confirmation in adult patients.". Vps r and d concluded, with the information available to investigate the proximal catheter placement it was not possible to determine an abnormal system behavior or stylet failure that would have led to the catheter being placed proximally. The account did use the g4 system off label but performed the proper precautions in performing a confirmatory chest x-ray to verify the catheter placement. A device history record review was performed and did not reveal any manufacturing related issues. A probable cause of this issue could not be determined based on analysis of the information provided and without a material sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: clinician threaded the catheter got a bbe (blue bulls eye) with 5cm on the skin and decided to trim the catheter. They removed it and trimmed it but were unable to advance the catheter the second time because of venous spasm. They accessed the patient's right arm and got a 10 second bbe with the catheter trimmed at 36cm, the chest xray indicated it was proximal. No patient injury or complication reported. The patient's condition is reported as fine.